Event description:
The reporter contacted animas on (B)(4) 2013 indicating that the screen was blank on the pump. Follow up indicated that multiple batteries were changed out and the screen would not come on. The reporter indicated that the pump did have audible tones and vibration. Troubleshooting was unable to determine the cause of the blank display. The reporter declined to purchase additional batteries to test the pump, as they are indicating they are using new batteries. During troubleshooting they attempted to reset the contrast, however, it was unsuccessful. This report is being made based on the indication that the display would remain blank when the patient inserted a new battery.

Manufacturer narrative:
The pump has not been returned to animas. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Manufacturer narrative:
Follow-up # 1 date of submission 10/02/2013 - device evaluation:the pump has been returned and evaluated by product analysis 09/12/2013 with the following findings: during testing, the pump was powered on and the display was found to be blank. The pump case was opened the display screen was found to be cracked/damaged. A test screen was inserted and was found to function properly. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.